Event description:
Patient reported "pain, rotation, capsular contracture, baker grade unknown and change in shape." Healthcare professional later reported capsular contracture, baker grade IV , " presence of an anteriorized shutoff valve in the left breast" and "some waves and crease areas". Device remains implanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Patient reported "pain, rotation, capsular contracture, baker grade unknown and change in shape." Healthcare professional later reported capsular contracture, baker grade IV , " presence of an anteriorized shutoff valve in the left breast" and "some waves and crease areas". Device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: a.5., b.5., d.6b., h.6., h.11.